Event description:
Customer reported an incident of hypoglycemia a week earlier requiring professional medical treatment. In that incident, customer's symptoms and treatment were consistent with device results. Customer reported another incident, meter results of 185 mg/dl and 83 mg/dl within 10 minutes on the advantage system. Customer reported symptoms of hypoglycemia, did not treat or act on results. No adverse event reported in this incident. A request was made for the return of the system, replacement was sent.